Manufacturer narrative:
No button error alarm was noted. The insulin pump was received with intermittent button response, due to corroded keypad traces. The device was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, scratched reservoir tube window and a missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called and reported the insulin pump alarmed with a button error. Customer did not recall if the device had been bumped or gotten wet. The customer's blood glucose was 162 mg/dl. Customer was advised the device would be replaced and agreed to return the product for analysis.